Event description:
- -

Manufacturer narrative:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, initial analysis revealed this device had reached elective replacement indicators while implanted and met the labeling longevity calculation for this device. Visual inspection revealed dents in the telemetry coil and hybrid flex area. Further inspection revealed the resistor array under the dented area was cracked. Analysis concluded the damage was induced form mechanical overstress likely during the explant procedure.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.